Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead was repositioned in february for dislodgement. The patient has twiddler's syndrome. In april, an attempt was made to reposition the lead again. When repositioning was unsuccessful, the lead was explanted and replaced.